Manufacturer narrative:
Device remains implanted.

Event description:
It was reported via clinical study that a patient had a fractured mesa rod on the right side at the l4 level. The patient was asymptomatic and fusion was achieved; they were not revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported via clinical study that a patient had a fractured mesa rod on the right side at the l4 level. The patient was asymptomatic and fusion was achieved; they were not revised.